Event description:
It was reported that this device was unable to interrogated. Technical services (ts) was consulted and confirmed the correct used of a wand. The device remains in service. No additional adverse patient effects were reported.